Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, device test failed, exposed to magnetic field. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. No product return is required for mmt-7040a. Product return status for mmt-332a is unknown. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P- cap locked properly during testing. Unit passed displacement test, displacement accuracy test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No relevant alarms noted during test. Verified in the pump history download the alarms were absent. Unit was cut open for visual inspection on electronic assembly and motor assembly. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No physical damage to unit was observed. Customer concerns of over delivery, device test failed, and magnetic field exposure were not confirmed due to pump powering up properly upon battery installation. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.